Event description:
During routine follow up in 2008, absence of capture and sensing was observed; in addition, high lead impedances were obtained during that follow up. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.